Manufacturer narrative:
Date sent to FDA: 07/01/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-24062020-0000754336 submitted for adverse event which occurred on (B)(6) 2012. Mwr-24062020-0000754335 submitted for adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent umbilical hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2016. It was reported that the patient experienced severe pain/discomfort, inflammation, recurrence and adhesions. Other procedure is captured on a separate file. No additional information is provided.